Event description:
During the procedure, the doctor pulled the guidewire out and found that the wire was unraveling. There was no injury to the patient and there was no intervention of kind required. The complete wire was retrieved from the patient.

Manufacturer narrative:
The missing information was unobtainable from the customer. Investigation in-process and will be filed in a supplemental report when completed.